Manufacturer narrative:
A follow up was performed with the technician, and it was reported that the manifold was replaced. The technician did not specify if the issue was resolved. It could not be confirmed if the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator had a manifold with a leaking oxygen tube. There was no patient involvement when the issue occurred. No patient or user harm reported. The technician placed an order for a replacement oxgyen hose, and oxygen transport kit. A follow up was performed with the technician reported that there was a leak with the oxygen tubing. Investigation ongoing / resolution pending